Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 489 mg/dl. The customer did not experienced symptoms of high blood glucose value. It was unknown whether the customer was using auto mode or not. Customer had received open book image on the insulin pump screen. Customer confirmed that there was a crack on the battery side of the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thus. Pump error 63 alarm found in the pump history file/trace on 09-aug-2022 at 13:17:01 with variable (15). Pump error 63 alarm due to [software error (line number 9926 file number (B)(4)). Pump was cut open to perform visual inspection and found moisture damage at rf chip and keypad connector on pcba 1. Force sensor zero offset within specification (23.9 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing serial number label, cracked battery tube threads, cracked case at the corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm not confirmed. Pump error 63 alarm due to hardware error (moisture damage). Cosmetic damage confirmed at the back of the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.